Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
Customer called reporting he was submerged in water and now there is a button error on his insulin pump. Customer's blood glucose is 142 mg/dl. Customer was kayaking in a shallow river and fell into the water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.